Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals were noted on the right ventricular (rv) lead. It was further reported a partial diagnostic reset occurred on the implantable pulse generator (ipg). The lead and ipg remain in use. No patient complications have been reported as a result of this event.